Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 8.5f sheath prior to an ablation procedure. Reportedly, the suture came completely out of the anatomy when the device was removed from the patient. The suture of a new prostyle device was successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.